Event description:
When the 82 yr old female pt complainted of lower abdominal pain following colonscopy, an x-ray was taken and perforation of the colon was confirmed. The pt underwent an emergency exploratory laparotomy and resection of the sigmoid colon and was discharged in stable condition several days later. The equipment was examined by hospital personnel and no defects were found. Hospital personnel also believe that the problem appears to be more the result of the pt's overall poor gastric condition (severe strictures) rather than user error.